Manufacturer narrative:
This report is submitted january 2, 2020. (B)(4).

Manufacturer narrative:
This report is submitted on august 23, 2019.

Event description:
It was reported that following implantation the patient had poor output from device resulting in the decision to explant. The device was explanted on (B)(6) 2019 and the patient was re-implanted with a new device during the same surgery.